Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was evaluated and revealed the following: the esheath liner appears delaminated and the balloon is bunched towards the nose tip. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on the evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event as it was reported that the balloon burst and withdrawal difficulties were encountered. Procedural actors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner and lead to sheath liner delamination. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, resistance was met at the blue portion of the 14f sheath during initial insertion of a 23mm s3 ultra valve/commander delivery system. The physician stopped trying to push the valve system forward and inspected the valve under fluoro. A tine was seen to be protruding through the sheath wall. The valve was pulled back inside the sheath to the non-expandable portion of the sheath prior to removing the sheath. The sheath, delivery system, and valve were removed as a single unit. This maneuver attempted to fold the tine back into a less traumatic position. The physician requested to use a 16f sheath instead of the 14f sheath for increased support through the patient's tortuous anatomy. After a new 16f sheath was inserted, a 23mm delivery system was prepped and delivered without issue. After the new valve was deployed, the sheath was removed and perclose was attempted to be completed. Hemostasis was not obtained and a surgical cutdown was performed to repair the right common femoral artery. The vascular surgeon felt the stick on the minor access side was too high to safely pull and decided to cut down and repair that vessel as well. There was concern the bent tine of the valve may have damaged the artery when removing the device. The perceived root cause of the event was calcified, tortuous anatomy. Per image evaluation, a crimped thv appeared to be visible through torn liner with outflow strut bent and exposed at distal strain relief junction. The liner also appeared to be torn underneath punctured strain relief. Per pre-decontamination evaluation, a liner strand is noted at .5" from distal strain relief and is approximately 1" in length.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-09698. Investigation is ongoing.